Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that vessel dissection occurred. The target lesion was located in the left anterior descending (lad) artery. After implantation of a 2.50mmx38mm promus element long drug-eluting stent, a type c vessel dissection was observed. A 2.5mmx28mm promus element long drug-eluting stent was implanted to cover the dissection. No further patient complications were reported and the patient's status was stable.